Event description:
It was reported that a neurovascular procedure was performed in a patient with ophthalmic aneurysm. During the procedure when the subject stent was deployed at the target lesion, the proximal end of the subject stent did not open, therefore a balloon was used to fully open the subject stent. It was reported that the patient was taken for another procedure later in the day to track down the proximal end of the stent with an lvis (low profile visualized intraluminal support) due to not having the lvis at the hospital and a lvis stent was implanted in the second procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem - corrected ( from adverse event to product problem and adverse event). Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open¿.

Event description:
It was reported that a neurovascular procedure was performed in a patient with ophthalmic aneurysm. During the procedure when the subject stent was deployed at the target lesion, the proximal end of the subject stent did not open, therefore a balloon was used to to fully open the subject stent. It was reported that the patient was taken for another procedure later in the day to track down the proximal end of the stent with an lvis (low profile visualized intraluminal support) due to not having the lvis at the hospital and a lvis stent was implanted in the second procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.